Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. There was blood on the distal conductor of the lead and it was not obstructed. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. Per analyst comments, heavy explant damage was visible on the returned lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had low impedance in the rv tip to rv coil configuration and pocket manipulation resulted in oversensing with noise. It was noted that the lead integrity alert (lia) triggered due to the sensing integrity counter (sic). The rv lead was reprogrammed and remains in use. A revision procedure is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.